Event description:
On 6/5/2024 a sales representative reported via (B)(4) that an ar-9597-10 angle reamer sleeve and an ar-9676 angle reamer drive shaft were creating friction between the two devices. The devices could no longer be used because they got stuck and the tolerance was too tight. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.